Manufacturer narrative:
Please note that additional information was received. The additional information has not changed the investigation outcome. The following sections have been updated based on the additional information received: b5, b7. The devices were not returned for evaluation. To facilitate a thorough investigation, three requests for additional information were made to the customer. Despite three follow-up attempts, only the date of occurrence for the reported event was confirmed to be 05-jan-2026. The device history record for work order for a1190945 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no active temporary deviations at the time of processing. One non-conformance was raised during the processing of this order that resulted in one of the needles to be rejected. The room stock assembly work orders for the needles were reviewed and appears complete and correct. There were no active temporary deviations in place at the time of the work order. One non-conformance was raised during processing of the order that resulted in two needles being rejected. The associated inspection record confirms that the device was manufactured to specification prior to shipment from the manufacturer. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. A review of the manufacturing records revealed that this is the first reported event for lot a1190945. A review of the specifications for ovum aspiration needles found that there are a number of controls and processes in place which would identify a blunt or damaged needle prior to shipment. These include: packing shall be accomplished in such a manner as to ensure that the product, during shipment and storage, will not be permanently distorted and will be protected against damage from exposure to weather or any normal hazard. Twisted kinks shall not be acceptable. The outer surface and inner lumen clean, smooth, bright and free from defects, free from foreign matter, scale and kinks. Check needle bevels for burrs, sharpness, damage and echo tip positioning. Visually check the cannula surface for damage or marks. The clinical evaluation report (cer) for ovum pick-up needles addresses that haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. The cer concludes that the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. Based on the information, a definitive root cause could not be determined. The potential root causes are: patient related factors, procedural complications. The issue of hemoperitoneum has been previously investigated in CAPA pr339773, which was initiated to address the increase in cases of bleeding after using cook ovum pick-up needles. A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture between january 2019 to june 2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there is no fault/non-conformance of single and double lumen devices, their labelling, IFU, manufacturing, nor clinical use. CAPA-00290 was initiated on 23rd of july 2025, to investigate the increase in reported cases of hemoperitoneum/bleeding complaints in cook ovum pick-up needles. This CAPA is currently pending verification. This issue has been previously investigated in CAPA pr339773, which was initiated to address the increase of bleeding after using cook ovum pick-up needles. A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture from jan-2019 to jun-2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there is no fault/non-conformance of single and double lumen devices, their labelling, IFU, manufacturing, clinical use. CAPA-00290 was initiated on 23-jul-2025, to investigate the trend in hemoperitoneum/bleeding complaints in single lumen needles. This CAPA is currently pending verification. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
It was reported that there was a complication post ovum pick-up and the patient experienced hemoperitoneum. The patient was hospitalised from (B)(6) 2026 and had a laparoscopy for hemoperitoneum on 06-jan-2026. As a result, there was no fresh embryo transfer and there were psychological repercussions.

Event description:
It was reported that there was a complication post ovum pick-up and the patient experienced hemoperitoneum.

Manufacturer narrative:
The devices were not returned for evaluation. To facilitate a thorough investigation, three requests for additional information were made to the customer. Despite three follow-up attempts, only the date of occurrence for the reported event was confirmed to be 05-jan-2026. The device history record for work order for a1190945 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no active temporary deviations at the time of processing. One non-conformance was raised during the processing of this order that resulted in one of the needles to be rejected. The room stock assembly work orders for the needles were reviewed and appears complete and correct. There were no active temporary deviations in place at the time of the work order. One non-conformance was raised during processing of the order that resulted in two needles being rejected. The associated inspection record confirms that the device was manufactured to specification prior to shipment from the manufacturer. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. A review of the manufacturing records revealed that this is the first reported event for lot a1190945. A review of the specifications for ovum aspiration needles found that there are a number of controls and processes in place which would identify a blunt or damaged needle prior to shipment. These include: packing shall be accomplished in such a manner as to ensure that the product, during shipment and storage, will not be permanently distorted and will be protected against damage from exposure to weather or any normal hazard. Twisted kinks shall not be acceptable. The outer surface and inner lumen clean, smooth, bright and free from defects, free from foreign matter, scale and kinks. Check needle bevels for burrs, sharpness, damage and echo tip positioning. Visually check the cannula surface for damage or marks. The clinical evaluation report (cer) for ovum pick-up needles addresses that haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. The cer concludes that the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. Based on the information, a definitive root cause could not be determined. The potential root causes are: patient related factors procedural complications. The issue of hemoperitoneum has been previously investigated in CAPA pr339773, which was initiated to address the increase in cases of bleeding after using cook ovum pick-up needles. A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture between january 2019 to june 2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there is no fault/non-conformance of single and double lumen devices, their labelling, IFU, manufacturing, nor clinical use. CAPA-00290 was initiated on 23rd of july 2025, to investigate the increase in reported cases of hemoperitoneum/bleeding complaints in cook ovum pick-up needles. This CAPA is currently pending verification. This issue has been previously investigated in CAPA pr339773, which was initiated to address the increase of bleeding after using cook ovum pick-up needles. A thorough investigation was conducted into manufacturing processes, temporary deviations during manufacture from jan-2019 to jun-2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test. The conclusion of the investigation was that there is no fault/non-conformance of single and double lumen devices, their labelling, IFU, manufacturing, clinical use. CAPA-00290 was initiated on 23-jul-2025, to investigate the trend in hemoperitoneum/bleeding complaints in single lumen needles. This CAPA is currently pending verification. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
It was reported that there was a complication post ovum pick-up and the patient experienced hemoperitoneum.